Event description:
The customer stated the system intermittently was not powering on. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The stator cable assembly was evaluated and repaired. The system was tested and found to be working as intended and returned to service.